Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in december 2024. H11: four (4) devices and a photo sample were received for evaluation. A visual inspection was performed, and a dark spot or particles 0.02 mm were observed embedded in the blue plastic syringe connector of the inlet. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing process of the blue plastic connector of the inlet products that left some residual dark spots or particulates embedded in the plastic connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix syringe inlets had particulate matter (pm) contamination. The pm was described as ¿black particles¿ and was detected at the customer warehouse prior to use. There was no patient involvement. No additional information is available.